Manufacturer narrative:
Method: at this time the device is undergoing an investigation and eval and testing is currently being performed on the returned unit. A review of the device history record (DHR) was conducted for the lot number provided. Results: the production lot met all mfg and quality specifications. Currently the results of the device investigation are still in progress. Conclusions: it was reported that the fill volume of the device was 92ml, per the directions for use the normal fill volume for this model should be 100ml. A f/u report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: 5fu/nacl. Fill volume: 92 ml. Flow rate: 2.0 ml. Procedure: chemotherapy. Catheter site: port. The report was received from a pharmacist who stated that the pt's pump infusion 8 hours too early. He also denies the pump being too warm. Anp: asked not provided. (Additional info received (B)(6) 2013). Pt did not experience any adverse signs or symptoms. Date / time infusion start and stop: start: (B)(6) 2013 at 1700; stop (B)(6) 2013 at 0700.